Event description:
Per the surgeon's report, a progressive number of electrodes became unusable over time. The electrodes were deactivated in the patient's sound processor program. In 2007, the patient reported pain while using his sound processor and stopped using the device. The results of an integrity test done in 2007, showed normal receiver/stimulator function with 8 malfunctioning electrodes. Explantation and reimplantation surgery is planned.